Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available

Event description:
It was reported that the bronchovideoscope tested positive for an unexpected contamination. The issue was found during a routine culture of the scope. The customer also report error code b30 (scope communication error) during an unspecified procedure. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.